Event description:
The customer reported that the device failed to pace during use on a patient. The customer has stated that the device was not a factor in the patient outcome.

Manufacturer narrative:
The customer reported that the device failed to pace during use on a patient. The customer has stated that the device was not a factor in the patient outcome. The device was evaluated at philips, but the symptom could not be duplicated. The device passed all testing. The event log was reviewed by philips. The findings were consistent with the user's not having pressed "pacer start" for either the single demand mode pacing attempt or the subsequent 5 fixed mode pacing attempts. We are considering this a user misunderstanding and not a malfunction of the device.